Event description:
The inner lumen of the intra-aortic balloon (iab) catheter clotted off. The balloon appeared not to be wrapped out of package before the intra-aortic balloon pump (iabp) was inserted.